Event description:
It was reported that the left ventricular (lv) lead was not capturing as it had dislodged and pulled back into the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtba1d1 implantable cardioverter defibrillator (B)(6) 2013; 7070 competitor implantable tachy lead(B)(6) 2010. (B)(4).